Event description:
Pt undergoing elective bilateral l4-5 and l5-s1 laminectomy facetectomies with insertion of bilateral l4-5 and l5-s1 interbody devices. During the preparation of the l4 disc space for spinal instrumentation the tip of the instrument (which was designed to be left in the disc space and continue to prepare the other side of the disc space) became dislodged from its intended location deep into the preperitoneal space, and could not be retrieved. The pt had to undergo another procedure laparotomy - removal of retained hardware, to retrieve the 10 mm spacer.

Event description:
Add'l info rec'd from MFR 3/16/2005: MFR filed an MDR based on the product code 273113210 10mm block that was the device in question, while the user reported to FDA the 273113201 which is its inserter.